Event description:
It was reported that the patient underwent a vt ablation and the patient's morphology changed. Subsequently the patient development t-wave oversensing which lead to inappropriate shocks. The sense/pace portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.